Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported images are blanking out. No pt injury was reported.